Manufacturer narrative:
Citation: erlebach e et al. Redo aortic valve surgery versus transcatheter valve-in-valve implantation for failing surgical biopros thetic valves: consecutive patients in a single-center setting. Journal of thoracic disease. 2015 sep;7(9):1494-500. The mean age of 72.2 years was calculated for the entire study population. Date of publish used for event date. No unique device identifier (serial/lot) numbers were provided; without this information it could not be determined whether these observations have been previously reported. (B)(4).

Event description:
Medtronic received information via literature review regarding redo aortic valve surgery versus transcatheter valve-in-valve implant. All data were collected from a single center between 2001 and 2014. The population included 102 patients with a degenerated surgical aortic valve who either had another surgical aortic valve implanted into an existing surgical aortic valve (sav-in-sav) or transcatheter aortic valve implanted into an existing surgical aortic valve (tav-in-sav). In the sav-in-sav group there were 52 patients (predominantly male, mean age 78.1 years), 10 of which had a degenerated medtronic sav (hancock = 4, mosaic = 4, 3f enable = 2), and 2 of which were implanted with a new medtronic sav (hancock =1, mosaic = 1). In the tav-in-sav group there were 50 patients (predominantly male, mean age 66.2 years), 10 of which had a degenerated medtronic sav (hancock = 4, mosaic = 4, freestyle = 2), and 17 of which were implanted with medtronic tav (corevalve = 17). No serial numbers were provided for any of the medtronic products. Failure modes of the degenerated sav were noted as stenosis and valvular insufficiency. Multiple manufacturers were noted in the literature; based on the available information a direct correlation could not be made between the observed adverse events and medtronic product. Among all sav-in-sav patients no deaths occurred. Adverse events included: stroke, myocardial infarction, arrhythmia requiring permanent pacemaker implant, and aortic regurgitation. Multiple manufacturers were noted in the literature; based on the available information a direct correlation could not be made between the observed adverse events and medtronic product. Among all tav-in-sav patients two deaths occurred; neither of the deaths were attributed to medtronic product. Adverse events included: stroke, myocardial infarction, arrhythmia requiring permanent pacemaker implant, vascular complication, aortic regurgitation, and paravalvular leak. Multiple manufacturers were noted in the literature; based on the available information a direct correlation could not be made between the observed adverse events and medtronic product. No additional adverse patient effects were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.